Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
The customer reported the backlights are damaged, the screen does not display. There was no reported patient involvement.